Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was tested manually on the bench and using automated test equipment and all device functions were normal. No anomaly was found.

Event description:
It was reported that during coronary angiography, the patient had an episode of ventricular fibrillation that the device did not respond to. External defibrillation was used. Interrogation of the device showed no record of the episode. Electrical values were normal. The device was explanted.